Manufacturer narrative:
Citation: veulemans et al. Evidence of bioprosthetic valve dysfunction during three-year follow-up following tavr. Clin res cardiol. 2026 jul;115(7):1087-1098. Doi: 10.1007/s00392-025-02630-7. Epub 2025 may 12. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding evidence of bioprosthetic valve dysfunction during three-year follow-up following transcatheter aortic valve replacement (tavr).  The study population included 1,233 patients who underwent tavr.  Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r (n=588) and evolut pro (n=14) bioprosthetic transcatheter valves.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: bioprosthetic valve dysfunction (e.g. Stenosis, regurgitation); non-structural valve deterioration (e.g. Patient-prosthesis mismatch or paravalvular leak); structural valve deterioration (e.g. Leaflet tear, hypoattenuated leaflet thickening, reduced leaflet motion); stroke; coronary occlusion; major bleeding or vascular complication; valve migration; myocardial infarction; endocarditis; leaflet thrombosis; and arrhythmia requiring permanent pacemaker implant; and tavr-related intervention.  No further information was provided pertaining to medtronic products.